Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced the infusion set tape not sticking and set fell off during use event on (B)(6) 2026. The set had been use for less then one hour. No further information available.